Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/05/2017 with the following findings: during investigation it was discovered that the down arrow button was intermittently responsive. It was observed that the keypad cover was undamaged. The keypad cover was opened and the down arrow contact was found to be damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad button contact defect.. This report is made based on results of investigation completed on 07/05/2017.